Event description:
The user received questionable results for glucose hk generation 3 (gluc3), creatinine jaffe generation 2 (compensated method for serum and plasma (crej2), albumin generation 2 (alb2), bicarbonate (co2) and sodium on the integra 800 analyzer. The event involved 19 patient samples. Seven patient samples gave discrepant results. The patient samples were repeated on a cobas 6000 c501 analyzer. Patient sample 1, (B)(6) female. The initial gluc3 gave 465 mg/dl; the repeat result was 108 mg/dl. Patient sample 2, (B)(6) female. The initial creaj2 was 2.1 mg/dl; the repeat result was 0.7 mg/dl. Patient sample 3, the initial gluc3 was 409 mg/dl; the repeat result was 105 mg/dl. Patient sample 4, 85 year old female. The initial gluc3 was 500 mg/dl; the repeat result was 54 mg/dl. This repeat result was accompanied by a data flag. Patient sample 5, the initial alb2 result was 5.4 g/dl; the repeat result was 2.9 g/dl. This repeat result was accompanied by a data flag. Patient sample 6, (B)(6) female. The initial crej2 result was 3.9 mg/dl; the repeat result was 1.7 mg/dl. This repeat result was accompanied by a data flag. Patient sample 7, (B)(6) female. The initial sodium result was 138 mmol/l; the repeat result was 147 mmol/l. This repeat result was accompanied by a data flag. The initial crej2 result was 3.4 mg/dl; the repeat result was 1.5 mg/dl. The initial results were not reported outside the laboratory. No adverse event has been alleged regarding these discrepancies. The reagent lot number for gluc3 was 63035301. The reagent lot number for crej2 was 63093101. The reagent lot number for alb2 was 62946201. The electrode lot number for sodium was not provided. The field service representative determined fluidics failure was the cause. He replaced multiple components. Performance tests were run which passed within specification.